Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed visual inspection on the returned sensor patch and no issues were observed, and the sensor plug was fully seated. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). The mem-dump file was checked; no issue was present, and no failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a known - good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Since the sensor and the retained reader communicated successfully and a signal loss message was observed after simulating a signal loss, indicated that the returned sensor was found to be functioning properly; therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer experienced symptoms of hypoglycemia with cold and was unable to self-treat. Customer had contact with healthcare provider and required treatment with glucose 5% injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer experienced symptoms of hypoglycemia with cold and was unable to self-treat. Customer had contact with healthcare provider and required treatment with glucose 5% injection. There was no report of death or permanent injury associated with this event.